Event description:
This is a report of a home patient (hp) who had a system error 2240 alarm (air in tubing) alarm on the homechoice (hc) while connected during drain. The patient reportedly improperly disconnected from the patient line to use the bathroom. Upon returning, the patient reconnected to the patient line to continue therapy. The patient was advised to complete therapy using new supplies or continuous ambulatory peritoneal dialysis (capd) and to notify their nurse of the event. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting and reconnecting the transfer set to the patient line during emergencies. A review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.